Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms or numbers scrolling up noted. The pump had broken battery tube threads, a cracked reservoir tube lip, a cracked case at the display window corner and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a chip missing from the battery compartment. The insulin pump alarmed button error. The numbers on the insulin pump's screen started to scroll while she attempted to bolus. Customer's blood glucose level was 81 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.